Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year and 7 months. The device was not explanted and therefore not available for investigation. A log file was not provided for review. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired at home in her sleep. The cause of expiration was unknown and an autopsy was not performed. It was noted that the pump was running with no alarms when the patient was found. No log files were available for review and the pump was not explanted.